Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), implant was placed after osteotomy, there was no primary stability. Implant was removed and patient was referred to specialist for ridge augmentation and implant placement.